Manufacturer narrative:
(B)(4). Section g4: the rt212 breathing circuit is not sold in the USA, but is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the subject rt212 breathing circuit was returned to fisher & paykel healthcare in new zealand for evaluation. Results: the returned subject rt212 breathing circuit was visually inspected and tested for leaking. Visual inspection of the subject circuit revealed that bowl of the water trap was bulging out around the locking surface. Leak testing of the returned circuit identified water trap to be leaking due to water trap bowl not fully engaged with water trap top. Conclusion: the cause has been identified as the misassemble of the water trap. All rt212 adult inspiratory heated breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt212 adult inspiratory heated breathing circuit show in pictorial format the correct set-up of the circuit and also states the following: "check all connections are tight before use.". "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.". "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient.".

Event description:
A distributor reported on behalf of a healthcare facility in japan that an rt212 adult single heated breathing circuit failed the ventilator leak test prior to patient use. An air leak from the water trap area was identified. There was no patient involvement.

Manufacturer narrative:
(B)(4). Section g4: the rt212 breathing circuit is not sold in the USA, but is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The subject rt212 breathing circuit has been requested to be returned to fisher & paykel healthcare new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan that an rt212 adult single heated breathing circuit failed the ventilator leak test prior to patient use. An air leak from the water trap area was identified. There was no patient involvement.